Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A (B)(6) male with new-onset acute heart failure complicated by cardiogenic shock underwent implantation of an impella rp flex for right-sided mechanical circulatory support. Following device placement, the patient remained hemodynamically stable on impella rp flex support, inotropic agents, and vasopressors. On the day after device implantation, the patient developed profuse gastrointestinal bleeding. In response to the bleeding event: systemic anticoagulation was discontinued. Hemodynamic management continued with impella rp flex and vasoactive support. Efforts were made to transfer the patient to a higher level of care; however, three hospitals declined the transfer request. Given the ongoing severity of illness and limited transfer options, the patient and family elected to pursue hospice care. The impella rp flex was removed without complication, and the patient transitioned to comfort-focused management per family wishes.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.